Manufacturer narrative:
(B)(4). The customer reported to the local philips customer care center that the ac power module was not working. It was evaluated locally by the customer. This customer tested the unit with a known working ac power module to determine this failure. Philips provide the customer was provided with the part number for the ac power module.

Event description:
The customer reported to the local philips customer care center that the ac power module was not working.